Manufacturer narrative:
The device will not be returned as it was discarded by the hospital. However, a supplemental report will be forthcoming once the engineering evaluation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that after use of the acumen iq finger cuff, positioned adjacent to a finger with a pulse oximetry sensor, the patient developed a blister on their finger. No steps were taken intra-operatively to treat the blister. There was no other patient injury reported.

Manufacturer narrative:
A clinical evaluation was completed on the provided photo. Image confirmed reported "burn type of blister on the palm (bottom) side of the finger." The review shows skin discoloration on the underside of the third digit (middle finger). Although the patient injury was confirmed through the image, it is not possible to determine if there is a failure associate to a manufacturing/design defect since no objective sample of the product was returned for investigation. DHR review could not be performed since no lot number was provided. Based on available information, a definite root cause is unable to be determined at this time. As part of manufacturing control measures, all devices undergo a visual inspection, electrical test, and quality assurance sampling inspection.